Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the femur sizer broke during surgery. A pin tip broke inside the pin adapter ref. The surgery was delayed 15 minutes. The procedure was successfully completed. There was no patient consequence.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the femur sizer ref. (B)(4) broke during surgery. A pin tip broke inside the pin adapter ref. (B)(4). The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found signs of breakage on the body of the attune mes sizing/rot gde, the broken fragments were not returned for evaluation. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to excessive forces applied while trilling, heavy usage and mishandling. Properly handling and attention to the approved use of the device diminishes the risk of failure. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune mes sizing/rot gde would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d4 (lot), d9 and h4. Corrected: d4 (primary UDI number). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.